Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j employee. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in belgium that during a meniscal repair procedure on (B)(6) 2022, it was observed that the first implant was already out of the truespan meniscal repair system plga 0 degree device. There was an unspecified slight delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. A manufacturing record evaluation was performed for the finished device lot number (8l70696), and no non-conformance was identified. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated; visual inspection reveals that the red trigger is not broken and one of the plates is out of the applier needle. The functional test was performed with the remaining plate, a soft tissue simulator was used; the device performed as intended, no obstruction was observed during the insertion and deployment of the plate. A manufacturing record evaluation was performed for the finished device 8l70696 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint can be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive manipulation of the device, tilting and twisting movements of the device while it was unpacked causing the first plate to be slipped out of the plate container, a partial activation of the red trigger can push the first plate out of the needle; however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.